Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). The ccc specialist reviewed the instrument data which indicated that quality control (qc) was within the acceptable limits on the day the event occurred. The customer has been instructed to spin all urine samples prior to testing. Ccc has concluded the cause of the discordant result was due to improper sample handling. The cause of the operator not spinning urine samples is failure to follow instructions. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, falsely low urine creatinine (ecrea) result was obtained on an unspun patient sample on a dimension vista 1500 instrument. The discordant result was not reported to the physician(s). The sample was then spun and repeated on two alternate dimension vista instruments, resulting higher. One of the repeated results was reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low ecrea result.